Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to set a basal rate of .05 units/hr. During troubleshooting with tandem customer technical support, customer understood that the minimum allowable basal rate for the pump is .1 unit/hr. Contact indicated that customer would not wear the pump until more insulin was needed as customer consistently had low blood glucose levels due to needing a lower basal rate than the allowable basal rate.